Event description:
It was reported that the customer was hospitalized for low blood glucose of 32mg/dl. It was stated that the doctor believes there is an issue with the insulin pump. Troubleshooting was performed. The settings were correct. The wife stated that the batteries last only two days, and the customer has received a battery error alarm. The wife also mentioned that her husband was getting bolus that he did not program. Reviewed the bolus history and found three boluses in a row just minutes apart. Explained to wife that there are many steps involved in receiving a bolus through the bolus wizard, and the bolus was manually entered. Advised the caller that a replacement of the insulin pump would be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.